Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:17am. The patient reported blood glucose readings of "111 and 192 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient claimed she was not on any diabetes medications but continued to follow her diabetes management routine at the time of the alleged issue. A few minutes after the alleged issue began, the patient reported feeling sweaty and dizzy. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.